Manufacturer narrative:
Unit responded to button presses. No unresponsive button noted. During visual inspection, found the keypad connector on the electrical board was properly locked. No damage to the keypad assembly noted. Unit passed displacement test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a stuck button. The customer¿s blood glucose was 141 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm and unable to clear the alarm. Stuck button troubleshooting was performed and confirmed that the insulin pump button was pressed down for 3 minutes or longer and it was exposed to a change in altitude. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.